Event description:
Patient with an ICD implanted in spring of this year. Programmed to normal output. Device evaluation approximately 2 months later showed normal battery status with no significant depletion. Device evaluation approximately 5 months after implant demonstrated significant battery voltage depletion at faster than normal depletion, estimated time to explant 1 year. During follow-up at 5 months status post implant, it was discovered that the ICD battery voltage had inappropriately depleted. Battery should last approximately nine years. No other devices were being used on the patient at the time of the event that may have caused or contributed to the event that the physician was made aware of.we do not know why the battery was showing depletion. The device will likely be sent to the manufacturer after it is explanted for interrogation. The patient will need to have the ICD explanted and a new ICD implanted. The battery is stating one year remaining for explant. Due to the unreliable nature of this device battery, the physician recommends re-implant a new device. The issue with this device has not been seen with other ICD devices at our facility. At the time of this report, this is the only device showing faster than normal depletion.the follow-up from the manufacturer to date is as follows:"tech services states that device was working appropriately until sometime in july when there was an increased energy draw. The engineer was unable to determine the cause for the energy draw and recommended replacement of device and have it sent back to the manufacturer for further analysis." Further analysis will be completed when the device is removed.